Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: hematoma. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who underwent breast augmentation revision with an unspecified mentor saline breast prosthesis on the left side, suffered delayed onset hematoma on the left breast, post-procedure. As a result, on (B)(6) 2020, the patient underwent evacuation of the hematoma, where the breast implant was removed temporarily and placed back in after the evacuation. Per mentor's direction for use for saline implants, these devices are not intended to be reused and are labeled as single-use only devices.

Manufacturer narrative:
On september 23, 2020, mentor received additional information indicating that the suspect medical device reported was actually a non-mentor device (allergan). Since the complaint device was identified as a non-mentor product, no further investigation will take place. Manufacturer¿s reference number: (B)(4).